Event description:
It was reported that during a idiopathic vt procedure, the physician was ablating and a magnetic interference occurred. Two catheters were used for troubleshooting. The patient suffered a pericardial effusion with bradycardia and was reported in stable condition at the time when the event occurred. The patient was transferred to ICU (intensive care unit) for observation overnight.

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic vt procedure, the physician was ablating and a magnetic interference occurred. The patient suffered a pericardial effusion. The catheter was evaluated for deflection characteristics and tested for electrical leakage and resistance, temperature, generator behavior, eeprom, carto and calibration functionality and for patency flow. The results of these tests were found within specification. The exact cause of the pericardial effusion reported by the customer could not be determined. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. A 3500a supplemental report will be submitted to the FDA as required if additional information is provided by the customer. Concomitant products: stockert 70 system us catalog #: s7001 serial #: (B)(4). Carto 3 system us catalog #: fg540000 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4).